Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4). It was reported that the a rotawire fracture and remained inside patient's body. The target lesion was located at the superficial femoral artery (sfa). A rotawire was selected to be used. During a peripheral intervention case, the device was advanced into the (sfa) from the dorsalis pedis and was snared from above. During snaring, the radiopaque tip of the guidewire broke off and landed into an occluded peroneal artery. Wire was not retrieved due to its location in the body and no harm being done. No further patient complications reported.